Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively. The original procedure was a laparoscopic repair of left perisvesical hernia with mesh to treat chronic abdominopelvic pain and a left spigelian hernia. The patient experienced extreme pain following the procedure. She returned to the hospital for an MRI to see if the mesh had been misplaced. Patient is alive.